Manufacturer narrative:
Corrected information for supplemental medwatch report 002 - section h6, component code, of supplemental medwatch report 001 stated: 427 (circuit board). Section h6, component code, of supplemental medwatch report should have stated: 4736 (fan/blower). Section h10, additional manufacturer narrative, of supplemental medwatch report 001 stated: h6. The device was returned to ventec for an evaluation. The reported issue of the device not ventilating was confirmed and reproduced. Ventec observed damage on the control board which created a short to the blower. After replacing the control board and blower, proper device operation was observed through functional and performance testing. Section h10, additional manufacturer narrative, of supplemental medwatch report 001 should have stated: h6: the device was evaluated by ventec where the reported issue of no ventilation output was confirmed. Ventec replaced the blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the blower.

Manufacturer narrative:
Corrected information for supplemental medwatch report 003 - section h10, additional manufacturer narrative, of supplemental medwatch report 002, was selected/checked. Section h10, additional manufacturer narrative, of supplemental medwatch report 002, should have been: blank section h11, corrected data, of supplemental medwatch report 002 was left blank. Section h11, corrected data, of supplemental medwatch report 002 should have been selected/checked.

Manufacturer narrative:
The device was returned to ventec for an evaluation. The reported issue of the device not ventilating was confirmed and reproduced. Ventec observed damage on the control board which created a short to the blower. After replacing the control board and blower, proper device operation was observed through functional and performance testing.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device would not ventilate. There was no patient involvement.